Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt had a pump exchange due to suspected thrombus.

Manufacturer narrative:
The report of suspected pump thrombus can be confirmed based on the evaluation of the returned pump. Upon disassembly of the returned pump, examination of the distal-side of the inlet stator and the rotor inlet revealed thrombus rings adhered to the inlet bearing cup and ball. The thrombus rings were partially denatured and also appeared to form in laminated layers, indicating that they developed on the bearings over an undetermined amount of time while the pump was operating. The similar color and structure of the thrombus rings found on the inlet bearings suggest that they were likely a single formation prior to the disassembly process. A specific cause for the observed thrombus formations cannot be conclusively determined through this evaluation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies that would have contributed to a functional issue. Electrical continuity testing of the driveline (percutaneous lead) did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.